Event description:
The patient called lfs alleging that their one touch ultra meter was reading inaccurately erratic. The patient reported blood glucose result of 486mg/dl, 390mg/dl and 240mg/dl with a life scan meter, performed within 10 minutes of each other, based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dl,however, they were unable or unwilling to provide information regarding their testing techiniques. During troubleshooting, the customer service representative discovered that the "m" button used to enter the setting mode and memory mode was not functioning. The patient neither alleged harm nor experienced injury or medical intervention. Based on the information, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Patient meter, test strips, and controll solution were replaced.